Manufacturer narrative:
Method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Number (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's eye. The surgeon decided to remove the lens and changed to different lens model, a 3-pc lens. The incision was enlarged and the lens was cut in half to remove from eye. No suture was required. Further information has been requested, but none has been forthcoming. A supplemental medwatch will when further informations is available.

Manufacturer narrative:
Results - device history review; after a review of the device history record, it has been determined that nothing in the manufacturing process contributed to the root cause of the complaint. As no additional information was provided by the surgeon or the facility, no root cause can be identified. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
(B)(4). Evaluation results: a visual inspection of the returned product found the optic and both plate haptics torn. Lens was returned in liquid. Conclusions: (no conclusion can be drawn); based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined.

Event description:
Add'l info: after the lens was inserted into the eye, the surgeon noted tear in the posterior capsule. Cause of capsule tear is unk.

Manufacturer narrative:
Medical review: reportedly iol was removed intraoperatively to address posterior capsular damage noted upon insertion. Vitrectomy was not performed. Another lens of different model was implanted successfully. No reported postoperative sequelae. It is very likely that posterior capsular damage had occurred during the phacoemulsification (before lens insertion) but was not identified until the surgeon tried to place the iol. Per dfu warnings:" this iol should not be implanted if the posterior capsule is ruptured or if a primary capsulotomy is to be performed." Conclusions: based on the complaint history, lens work order search, device history review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined.